Manufacturer narrative:
Patient identifier - requested, not provided. Age and date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported after locating the artery the user inserted the anchor/ collagen part and pulled the hub back correctly to set the anchor (both white markers visible). The anchor was not released in the vessel; it was still in the sheath. When the user pulled back the system to seal the puncture, he did not feel resistance and the whole system came out. More than fifteen minutes of manual compression. The anchor was visible in the sheath. During the night re-bleeding occurred and manual compression was performed. Patient had a huge hematoma at the puncture site. However, there was no harm to the vessel and there was no pseudo aneurysm.

Event description:
Additional information was received on february 14, 2018. The patient was 172cm. The french size during intervention was a 6f. There was no stenosis, calcium or plaque around the puncture site. Puncture site was above bifurcation and below the inguinal ligament. Estimated blood loss was less than 250ml. Hemostasis was achieved after manual compression, then re-bleeding during night. Pre-deployment angiogram was performed. Ecchymosis location was the left groin, and it was a left femoral artery puncture. There was thirty minutes of manual compression. An ultrasound was performed to diagnose the bleed. The procedure was a high stick access. Bleeding occurred in and out of the procedure room. The patient's hospitalization was extended. The patient's condition was reported to be good and stable. No treatment was required for the hematoma.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. No accessory components were returned with the device. The returned component was subjected to visual analysis. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostatic sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostatic sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Upon this realization, the device was subjected to functional testing. The deployment sleeve was moved into the forward lock position, which caused the anchor at the distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted at an appropriate angle to the distal tip of the hemostatic sheath. Digital force was then applied to the anchor, deploying the collagen and suture. There were no functional anomalies noted with the device. The device was able to meet functional specifications based on the tests performed, and the device could be deployed in benchtop testing when proper steps were followed. There is no evidence that this event was related to a device defect or malfunction. The likely cause for this issue may include the user not placing the device in the full forward lock position, or an obstruction to the anchor posting to the distal tip.